Manufacturer narrative:
A system review cannot be performed without a specific event date.

Event description:
It was reported by the physician that the patient underwent an ion endoluminal lung biopsy procedure and experienced a major bleed. The following information is unknown: the source/location of the bleed, the cause of the bleed, the estimated blood loss volume, the severity of the bleed, and what medical intervention (if any) was administered due to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.